Manufacturer narrative:
(B)(4). Batch # k5e34z. Firing knob, damaged slip block assembly. Additional information received: on which firing did this occur? 3rd. Did the firing knob break off of the device? Yes. If yes, did it fall into the patient? Was it removed? Fall out on ot floor. Prior to the firing knob breaking, did the device staple on that firing? 1/3rd staple line. If yes, was the staple line complete? No. Prior to the firing knob breaking, did the device cut on that firing? Yes. If yes, was the cut line complete? No. Is the firing knob returning with the device or was it disposed of? Yes, the firing knob will be returned with the device. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, the stapler knob broke. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.